Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient fell and had excruciating pain in the right side of their upper body and also in their lower back. The patient said the pain shoots up their spinal column. The patient also said that "it feels funny in my back", "like there's a dent there in the middle". The patient believed the ins may be damaged. The patient also noticed they had started swelling below the ins site, and they were not able to charge the ins. The patient said they were going to follow-up with their healthcare professional for imaging to assess the scs system and their symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.